Event description:
It was reported that a balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 22 atmospheres. The device was removed, and the procedure was completed. There were no patient complications as a result of this event. It was further reported that the target lesion, with 50% stenosis, was located in a mildly tortuous, non-calcified vessel in the forearm. The procedure was completed with another of the same device.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 22 atmospheres. The device was removed, and the procedure was completed. There were no patient complications as a result of this event.